Manufacturer narrative:
Block h6: device code a150208 is being used to capture the reportable event of needle shaft stuck. Impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Impact code f23: is being used to capture the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endosleeve procedure performed on (B)(6) 2024. During the procedure, the needle got stuck into the gastric wall, it was necessary to cut the cable between the handle and the needle with a surgical cutter to detach the needle from the gastric wall. The procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endosleeve procedure performed on (B)(6) 2024. During the procedure, the needle got stuck into the gastric wall, it was necessary to cut the cable between the handle and the needle with a surgical cutter to detach the needle from the gastric wall. The procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code: a150208 is being used to capture the reportable event of needle shaft stuck. Impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Impact code f23: is being used to capture the reportable event of unexpected medical intervention. Block h11: the returned overstitch sx endoscopic suture system was analyzed. A functional and visual test was performed. The device was returned without the anchor exchange and with the catheter unraveled and detached, also the needle was inspected, and no damages were found. Additionally, the needle driver handle was closed, an inspection pin was slide out of the anchor exchange channel and toward the needle body. The needle body tip fit into the alignment pin hole, without any problems. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. A product labeling review identified that the device was used per the directions for use (dfu) / product label.